Event description:
There was an obstruction inside the tube which appears to have been in the adapter that is placed into the tube itself so that a ventilation device can be attached. The rptr stated that the obstruction appeared to have been caused by a casting problem of the plastic. There was an obstruction of approx 20% which did not impact pt ventilation.